Event description:
It was reported that the patient presented during routine follow up. Upon investigation, electrocardiograms revealed high ventricular rate episodes and lead noise. The patient complained of intermittent dizziness. It was confirmed through isometrics that the lead had dislodged. The patient's sensitivity had decreased. The physician was not sure if the dizziness was due to lead noise or some other patient condition. The patient was stable and will continue to be monitored.